Manufacturer narrative:
Sample from the patient was submitted for investigation. Based on the results of a serum fractionation by size exclusion chromatography (sec), the troponin t value in the sample is considered to be a true positive value. The presence of an interfering factor cannot be confirmed.

Manufacturer narrative:
Sample from the patient was requested for investigation. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter received questionable "positive" troponin t hs elecsys results for one patient from cobas 8000 cobas e 602 module serial number 1332-20 that did not match the clinical picture. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory. The medical doctor did not trust the troponin t results.